Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The customer reported they were giving the patient a breathing treatment which nebulizes medication into the patient circuit for delivery to the patient. The manufacturer's service technician performed extended self testing (est) with the patient circuit in place, and est failed the exhalation filter pressure testing. The exhalation filter pressure was above tolerance, indicating an occlusion. The service technician visually inspected the exhalation filter and reported there was a dried residue inside the filter, as well as in the patient circuit. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported as MDR due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.